Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter telephone number: (B)(6). Device evaluated by manufacturer - the intraocular lens (iol) is not returning for evaluation as its discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged, broken haptic. Additional information states the lens was completely inserted and then removed, replaced with back up lens ar40e 4.5d sn: (B)(4). There was no incision enlargement and vitrectomy required. Sutures were performed as part of product problem. Patient is stable when discharged. No other information available.